Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received for evaluation. A device history review was unable to be completed as batch 1483755 looks to be a batch maintained for seven years. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. H3 other text : see h.10.

Event description:
It was reported that prior to use foreign matter was discovered in the syringe with a bd luer-lok¿ 3ml syringe. The following information was provided by the initial reporter: it was reported that a foreign substance was found in the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 1483755 was reported, however, this is not a lot# manufactured by bd. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered in the syringe with a bd luer-lok¿ 3ml syringe. The following information was provided by the initial reporter: it was reported that a foreign substance was found in the syringe.